Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a tonsillectomy procedure on (B)(6) 2019 and the suture was used. During the procedure, the needle broke inside the oral cavity in the pharynx, and the fragment had to be located by with intra-operative radioscopy. It was also reported that the doctor mentioned that there was no lesion to remove the fragment. There were no patient consequences reported.